Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-40988; related manufacturer reference number: 2017865-2022-40990. It was reported that the patient's entire system including pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were explanted for an unknown reason. The patient condition was unknown.